Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed as part of a concomitant procedure. A 27mm watchman flx pro closure device and delivery system (wds) was selected to be used and the closure device was implanted. During recovery the patient had an echocardiography, and the physician noticed the closure device had embolized. The patient was taken into hybrid operation room for device explantation. The closure device was successfully removed percutaneously. The patient was admitted to the hospital. There were no patient complications.